Manufacturer narrative:
B3: date of event estimated as 11/19/2019 d4: the UDI is not known as the part and lot number were not provided d6a: date of implant estimated as (B)(6) 2019. Literature attachment: article title " robotic assisted carotid artery stenting for the treatment of symptomatic carotid disease: technical feasibility and preliminary results ".

Event description:
It was reported in an article that the third patient presented with acute onset of right hemiparesis and dysarthria. Brain magnetic resonance imaging (MRI) revealed small acute left anterior cerebral artery mca watershed infarcts. A head and neck computed tomography angiography (cta) showed severe stenosis of the proximal left internal carotid artery with free floating filling defect consistent with intraluminal thrombus. The patient underwent carotid artery stenting 10 days after presentation. The procedure was a robotic-assisted endovascular intervention. All steps of the procedure were successfully performed robotically with exception of navigation and deployment of the stent was performed manually because the stents are not compatible with the robotic system. A non-abbott filter system was deployed. A valtrac balloon was inflated for pre-dilatation and an exact self expanding stent was implanted; however there was residual stenosis and therefore an additional exact stent was implanted and there was no longer residual stenosis. Post dilatation was performed with a valtrac balloon. There were no reported adverse patient sequela. There were no periprocedural complications with stable to improved neurological status on discharge. Details can be found in the article "robotic assisted carotid artery stenting for the treatment of symptomatic carotid disease: technical feasibility and preliminary results".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, an electronic lot history record (elhr) review and a review of the complaint handling database were not performed because the part and lot number were not reported. It is possible that due to the severely stenosed anatomy pre-dilatation was not enough in some locations causing the stent to recoil after deployment; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.